Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional procedure of the superficial femoral artery (sfa). Reportedly, the suture failed to deploy. A second proglide device was used and a cuff miss occurred. Hemostasis was achieved with a third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number changed from 5073041 to 50730k1. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. In addition, two of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square were broken off and were not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.